Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported not performing the air removal step while filling the cartridge. Customer was educated on the air removal process per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 194 mg/dl.